Event description:
Healthcare professional reported left side "infection". Healthcare professional later reported "bacterial infection and seroma". Device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection, seroma.